Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. However, the associated device was returned. Visual evaluation of the associated returned product identified signs of use/wear around implant platform and internal/external hexes but no apparent signs of malfunction. Functional testing was performed using applicable in-house driver tip. The devices were able to engage, retain and disengage as normal pictures were not provided and no other information was provided. A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that the driver got stuck in the implant's connection. Doctor was placing the implant to its final height by hand with the wrench and felt the driver slip inside the connection. He wasn't using an excess amount of torque but he thinks the driver had worn too much. A different implant was placed and a new driver ordered. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available. Device manufacturer date.

Event description:
It was reported that the driver got stuck in the implant's connection. Doctor was placing the implant to its final height by hand with the wrench and felt the driver slip inside the connection. He wasn't using an excess amount of torque but he thinks the driver had worn too much. A different implant was placed and a new driver ordered .